Event description:
Endurant, talent and aneurx stent graft systems were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had developed a 5 cm left common iliac aneurysm distal to the previously implanted stent graft; however, there was no type I endoleak. The decision was made to embolize the hypogastric artery and implant a stent graft into the external iliac artery to prevent growth of the left common iliac aneurysm. A 16x10x199 endurant was deployed from the original stent graft flow divider and extended with a 10x10x82 endurant into the external iliac beyond the hypogastric artery. The case went without incident. The stent grafts were dilated with a reliant balloon. The patient came back less than a month after implant with the limb occluded up to the flow divider. While reviewing the films the physician noted that there was a piece of calcium at an 80 degree turn in the external iliac just past the hypogastric artery. It appeared that a strut of the endurant stent graft was partially occluding the flow lumen. The patient was reported to be ischemic and the decision was made to perform a fem-fem bypass. N o additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).